Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored episodes of non-sustained rv oversensing were observed. No action was taken at this time. The patient was fine.

Event description:
New information received notes that the patient alarm was re-enabled. The patient was fine and will continue to be monitored with follow-ups.

Event description:
New information received notes that another instance of rv oversensing was observed.